Manufacturer narrative:
(B)(4).

Event description:
The health care provider (hcp) reported via the company representative (rep) reported that the patient complained about fast discharge of the implantable neurostimulator (ins) within one day. The patient also mentioned that there was never a positive therapy effect for her hemi dystonia and spasticity symptoms. This issue was first identified by the patient because of more frequent charging times. Therapy and electrode impedance read out was performed. Low impedances between contacts 1 and 2 were found, 154 ohms. The physician changed the electrode configuration from bipolar between 1 and 2 to double mono-polar. This lead to correct impedance values. Now the rep and hcp have to see if charging time of the ins decreases and if the patient has effect. It was noted the issue was resolved at the time of this reported. No surgical intervention occurred nor was planned. The patient was alive with no injury. If additional information is received, a follow up report will be sent.